Event description:
A surgeon reported that during intraocular lens (iol) implant surgery, there was a capsule rupture. He further sated that there have been three other cases in which this occurred. In a f/u, the nurse reported that no vitrectomy was needed, the iol remains implanted with no further impact or injury to the pt. She also reported the surgeon feels the lenses are "sticky" and have a more square, sharper edge and feels they are "dragging across the capsule." She reported that, in all cases, the pts were over 70 years old and it was the second eye for each event. Additional information has been requested. There are two medical device reports associated with this event. This report is for the identified pt.

Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional information was requested on 12/02/2010 and 12/08/2010 by phone, fax, and mail. Additional information was obtained by phone on 12/08/2010. A completed questionnaire has not been rec'd. (B)(4).